Event description:
Additional information received that the lead was explanted on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indication on the device session records. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. Programming changes were made. There were no patient consequences.